Event description:
Peripheral angioplasty in 20006. Boomerang was used to assist in achieving hemostasis. The pt complained of pain, the boomerang was removed and manual compression was applied. Per the hosp. Reportes: following the peripheral angioplasty the pt arrested. Pt transferred to ICU, where a second cardiac arrest occurred. "Do not resussitate" was decided on the by pt's family and doctor.